Manufacturer narrative:
The lot number was verified and has been confirmed to be released by the company. It has been confirmed that no previous clinical complaints have been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analyzed and it has been determined that product is within required specifications, and manufactured according to the appropriate procedures. (B)(4).

Event description:
Patient - ((B)(6)): (B)(6) 2018; received 1ml syringe of versa mixed with 0.1ml of 1% lidocaine in nasal labial folds and lips. Nurse used 27g 0.5in needle to inject with a bolus and retrograde injection technique. (B)(6) noticed large bump in right upper lip forming within 48-72 hrs post injection that was not as noticeable or severe immediately after treatment. Advised to wait 2 weeks for side effects to subside. On (B)(6) 2018; (B)(6) injected with 0.1ml of hyaluronidase to large appearing bump in right upper lip. No bump was able to be localized; just seemingly swollen tissue in the area. On (B)(6) 2018; bump in right upper lip appears to be slightly reduced yet still larger than left upper lip and with swelling. 0.2ml of hyaluronidase injected in area. On (B)(6) 2018; bump in right upper lip still larger than left upper lip and swollen after 2 hyaluronidase injections.